Event description:
Per importer's MDR: it was reported seat on bariatric transfer bench has cracked. The patient reportedly cut and bruised her leg on the cracked portion of the transfer bench. Although medical treatment was rendered, the details of that treatment were not provided to the manufacturer.